Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of a broken reservoir from the insulin pump. The customer's blood glucose level was 101 mg/dl. The customer stated that the reservoir will not stay in the pump; a piece of plastic is broken off. Customer was advised to discontinue use of the device and to revert to a backup plan per health care provider's instructions.

Manufacturer narrative:
The insulin pump received with minor scratched display window, cracked battery tube threads, broken reservoir tube lip and missing reservoir tube o-ring.